Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve was implanted via v-p shunt on (B)(6) 2020, with setting 3. In (B)(6) 2021, the images at the outpatient visit showed that the ventricles were normal. Valve damage was suspected in (B)(6) 2021. After checking the status with setting 8, the valve was removed on (B)(6) 2021. When the physician checked the image again, the silicon between the valve and sg was torn as of (B)(6) 2021.

Manufacturer narrative:
The certas valve (ID (B)(6)) was returned for evaluation. Failure analysis -the position of the cam when valve was received was at setting 8. The valve was visually inspected; the siphon guard was separated from the valve and a needle hole in the needle chamber was noted. The complaint is confirmed. The siphon guard was visually inspected; marks were found in the siphon guard. The root cause for the issue reported by the customer is due to cuts/tears found in the silicone housing around the siphon guard this was probably due to a sharp or pointed object coming into contact with the silicone housing or wrong handling, as noted in the "IFU", silicone has a low tear/cut resistance. The root cause for the marks found in the siphon guard are due to sharp or pointed object coming into contact with the siphon guard.

Event description:
N/a.